Event description:
It was reported that the patient had passed out and had a fall several months prior. They then had shortness of breath and chest pressure which resulted in a stent placement procedure. The patient was seen post stent placement and there was a make/break type of noise seen on the right atrial (ra) lead on the electrogram. It was noted that the impedances had been variable and had gone above the normal range. There were also small p-waves which were noted to probably be due to the noise. A possible insulation breach and possible fracture were reported. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo, and the inner insulation of the lead became breached due to a rupture while in vivo. (B)(4).